Event description:
Baxter global complaint coordinator (cc) reported the home patient (hp) was overfilled while using the homechoice cycler for apd therapy. Cc reports the hp woke up during their apd therapy and a strong feeling of pressure in their abdomen, a flat respiration and a strong feeling of fullness. The hp immediately placed the homechoice cycler into a manual drain, removing approximately 6,400mls of solution, which was 3,400mls more than the programmed fill volume of 3000mls. After the manual drain, the hp continued therapy to completion with no further difficulties. According to the cc, there was no patient injury or medical intervention as a result of this incident.